Event description:
The nurse reported three patients experienced severe inflammation following surgery in 2006. No patient identifiers provided. The cause of these events is not known. They are looking into all possible causes including cleaning and sterilization processes as well as products used during surgery. Additional information, including patient identifiers and outcomes was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Samples of product from the user facility's inventory were provided, (lots 05j07i, 05j24d and 05j24p). Samples were tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot. There was one similar complaint report in these lots.